Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that patient developed an abscess on his back that was an open would that had drainage. The patient's physician recommended that the patient remove the device and end use. The outcome of the irritation is not known, patient ended use.